Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that introducer needle fractured while in the body. The customer¿s blood glucose value was unknown. Customer reported that the introducer needle did not come with the spring. The needle automatic retracts inside the plastic needle housing. The introducer needle was hard to remove. The device will not be returned for analysis.